Event description:
Sales rep. States, that during a wrist repair the scrub tech placed a k-wire into the drill and the drill started on its own and punctured the skin, just below the index finger in the palm of her hand and drew blood and it really hurt. She is fine now and was treated the same day. There was no delay in the case or harm to the pt.

Manufacturer narrative:
Could not duplicate complaint. Unit was tested and no problem was found.